Manufacturer narrative:
A product investigation was completed: the complaint condition may have been caused by exceeding applied mechanical force on the instrument which resulted in damaging the device. The 2.4/2.7mm va-lcp bending plier is mentioned in the several depuy synthes technique guides. The instrument is used to contour variable angle plates to better accommodate a patient¿s anatomy. Its clover leaf shape design protects the variable angle holes during contouring by aligning the cloverleaf protrusion on the pliers with the cloverleaf design in the plate. Two pliers are required to contour the plate. The returned instrument was received with both distal clover shaped prongs which locks into variable angle locking holes has broken off and not returned. The small gouges are visible where the prongs had been. The balance of the device is in good condition with only very light wear. Thus, the complaint condition is confirmed but cannot be replicated as the device is already broken. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause can be determined however the returned condition is consistent having been subjected to an excessive force likely through the method of use and/or handling. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Corrected data: lot and UDI number. Manufacturing date: may 13, 2011. Location: (B)(4). Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. All parts were checked for function at the final inspection. The raw material is corresponding to the specifications. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient age, dob & weight not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: 03.211.005, lot t955673 manufacturing date: feb 10th, 2011, review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. All parts were checked for function at the final inspection on 10-feb-2011. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cloverleaf protrusion snapped off of variable angle locking compression plate(va-lcp) bending pliers while bending a variable angle plate during a lisfranc injury procedure. This occurred on the back table, and another instrument was available for use. No reported surgical delay. The procedure was completed successfully, with the patient in stable condition. This complaint involves one device. This report is 1 of 1 for (B)(4).